Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the conquest pta dilatation catheter products that are cleared in the us. The pro code for the conquest pta dilatation catheter products is identified. The lot number was provided for the reported malfunction; therefore, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, investigation is inconclusive for the reported balloon rupture. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model cq7594j pta balloon dilatation catheter allegedly experienced balloon rupture. The information was received from one source. One patient was involved with no reported patient injury. Age, gender and weight was not provided.